Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Synthes sales consultant. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, during a hardware removal, a hexagonal screwdriver shaft became stuck to a small handle with quick coupling. Another handle was pulled to use for the rest of the case with a different shaft, but it was discovered to be missing its rear piece. Procedure was completed successfully. It is unknown if there was surgical delay. There was no patient consequence. Concomitant device reported: unknown handle (part #: unknown, lot #: unknown, quantity 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Flow: device interaction/functional visual inspection: the small hexagonal screwdriver shaft (part # 314.03, lot # 3297715, mfg # 12-nov-2009) was received with the quick coupling stuck on the screwdriver. The two devices are unable to be separated. Functional test: the screwdriver and the quick coupling are stuck together and cannot be pulled apart. This is consistent with the reported complaint condition, thus confirming the complaint. The complaint was not able to be replicated since the devices cannot be separated. Dimensional inspection: dimensional analysis was completed, the diameter of the shaft measured 4.47 mm. This is within specification of 4.46 to 4.50 mm conclusion: the complaint condition is confirmed as the small hexagonal screwdriver shaft (part # 314.03, lot # 3297715) was received with the quick coupling handle stuck and unable to be separated. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces (such as being dropped, struck off axis or damaged during sterile processing). Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 314.030, lot: 3297715, manufacturing site: hägendorf, release to warehouse date: 12 nov. 2009. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Additional data-d10. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.